Event description:
It was reported that patient underwent a hip procedure on (B)(6) 2010. Post operative radiographs appeared to show that a segmental locking screw was loose. As of this date, the surgeon has no plans to revise.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.review of immeadiate post-operative radiographs appeared to show that the screw was not completely seated and therefore not tight.(B)(4).